Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, the nurse tested the cuff, and the cuff would not deflate completely. There is no report of serious injury or death associated with this event.